Event description:
It was reported that the patient presented at a nursing home for a device interrogation. The pacemaker could not be interrogated and premature battery depletion was suspected. No intervention was performed. The patient condition was stable.